Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿the suspect device was not returned for further evaluation; therefore, a definitive root cause could not be determined. However, the customer was informed that this is a legacy sipap and it can not be repaired, and was provided with eol. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical the sipap have a damaged display. Furthermore, there was no patient associated with the reported event.